Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an five unknown screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a six hole, 2.0 locking compression-dynamic compression plate (lc-dcp) was implanted. One of the screws pulled through the plate postoperatively. The patient had to have the plate removed and implanted. There was also a report of delayed healing was reported. This report is for five unknown screws. This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one plate and six screws sere returned with the complaint that ¿a 2.0 lc-dcp plate was implanted. It was a six hole plate; one of the screws pulled through the plate postoperatively. The patient had to have the plate removed and a reimplantation of the implant. Delayed healing was reported.¿ while there were no x-rays for this complaint, the plate was seen to have wear marks from the screws at two locations, hole 1 and hole 5 (with the lot number being etched between holes 5 and 6). These two holes had an area with an opening of 2.77mm, which is outside of the specified dimensions. One of the returned screws (10.3mm in length) had slight deformation about the head, which while within tolerance, was able to be fit through holes 1 and 5 one the plate (none of the other screws showed signs of damage nor were able to fit through the plate). The designs of these devices are adequate for their intended uses and did not contribute to this complaint condition, this complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Event date: unknown as no part or lot numbers were provided for the unknown screw. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.